Event description:
Patient allegedly received an implant on via the femoral vein due to an upcoming surgery. Patient is alleging tilt, device is unable to be retrieved, pain, and swelling. The patient further alleges that they "can't exercise." Report from CT; ¿an infrarenal ivc filter is present. Most of its struts or perforated. One of the perforated struts extends into the lumen of the adjacent duodenum. 2 of the perforated struts are embedded in an osteophyte of the adjacent vertebral body. No abdominal aortic aneurysm.¿ report from xray; ¿there are multiple artifacts overlying the abdomen. Ivc filter to the right of l1 and l2, there is discontinuity in one of the struts of the filter. There is residual contrast in the colon. There is no evidence of bowel wall dilatation. There is a left hip prosthesis.¿ retrieval report (attempted); ¿attempted retrieval and removal of inferior vena cava filter, which has been in place for 9 years, without success. As detailed above, multiple portions of the filter are outside of the lumen of the inferior vena cava, and this ultimately precluded removal. 2 'arms' of the ivc filter were retrieved and removed. 2. Initial inferior venacavogram demonstrates severe stricture and irregularity of the inferior vena cava at the level of the superior margin.¿ "as noted above, manipulation of t he ivc filter during attempted retrieval and removal resulted in some thrombus formation within the inferior vena cava, and percutaneous endovascular mechanical thrombectomy was performed." Retrieval report (partial success); ¿right upper quadrant and epigastric pain related to a malpositioned inferior vena cava filter with a strut perforation the duodenum. Exploratory laparotomy with retrieval of [strut] from duodenum, repair of the duodenum, and removal of strut from inferior vena cava. The abdomen was opened in the midline when the laparoscopic portion procedure could not identify the strut in the duodenum. The deaver retractor was used and the inferior vena cava was easily exposed with the previous dissection. Working towards the c-loop of the duodenum, it became clear that the strut was involved and trapped in a tract of scar tissue that spanned the distance from the vena cava to the duodenum. This was transected with the cautery, and forceps were used to retrieve the strut from the vena cava. There was no bleeding from the vena cava, as it was chronically occluded. The pinhole in the duodenum was imbricated with 3-0 vicryl suture as per [doctor's] dictation. Further dissection in the area of the vena cava filter around the medial aspect of the ivc did not reveal any other struts nor the tip of the ivc filter to be visible, so the procedure was terminated at this point. Fibrillar was used for hemostasis.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, swelling, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated. Fracture, vena cava(vc)/organ perforation, vc thrombus, unable to retrieve, tilt, pain, swelling, physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.